Event description:
It was reported was reported via facility medwatch (B)(4) that balloon rupture and shaft break occurred. The 90% stenosed target lesion was located in the cephalic vein. A 7.0 x 200, 75cm mustang balloon catheter was selected to dilate the lesion. The balloon ruptured. The number of inflations and to what atms is unknown. The physician attempted to pull out the device however it was noted that the device broke in the patient's right arm. The broken device was "fished out" using mosquito forceps. No patient complications were reported and the patient is fine. The patient was discharged on the same day.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).